Event description:
A small piece (~2-3 mm) of the drill bit fractured inside the surgical site. An x-ray was performed, and the fragment was found near the mandible. The risk and associated morbidity of attempting to retrieve this very small object outweighed the benefits, so the fragment was left in place.